Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an gynecological procedure on (B)(6) 2022 and the mesh was used. It was reported that the operating room had an issue with the mesh as one side was dull and they were not able to use the product. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/10/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 06/22/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A part of the device was received for evaluation. The received device was manipulated, as the original packaging was open and some components were missing (lid, winged guide and 2 traceability labels). Evaluation of received components: carton box - no damages were found. Two drawn circles can be observed in carton box. Blister - the blister was open has no lid was present. Particles of dry organic matter are present inside of blister. 2 traceability labels are stuck on the blister and 2 labels are missing. Device (blue mesh, trocar and needles) - the device was manipulated, however, no damages were observed. The needles tips have been also verified and are conforming to specifications. A lot of organic matter is around of it. The batch record review had shown that the product was conforming to specifications at release. No damages were observed in the device. Product complaint # (B)(4) date sent to the FDA: 06/22/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information:  d9 - date device returned to manufacturer.